Event description:
It was reported that low sensing was observed on the right ventricular lead. The low sensing value was constant and the physician decided not to take any action. Other electrical values were good and the patient's condition was good.

Manufacturer narrative:
(B)(4).